Event description:
The homecare provider returned the 50r70ll for evaluation. Reported problem: poppet not working properly. During evaluation, co determined that the poppet was dislodged in the quick connect and would leak liquid oxygen if the unit were filled. The homecare provider confirmed that the quick connect did leak liquid oxygen when filled and that no injury occurred.